Event description:
Customer contacted technical service of manufacturer alleging the bed exit detection system did not signaled when the patient left the bed he mentioned that the patient was found standing beside the bed. There was no injury related to the event.